Event description:
It was reported that during a routine follow up, this cardiac resynchronization therapy defibrillator (crt-d) was interrogated and found to have recorded a red alert that indicated high out of range shock impedances were measured on this right ventricular (rv) lead and recorded by the device. The health care professional (hcp) called technical services (ts) and requested review of the device data. Upon review, ts confirmed that the right ventricular (rv) lead shock impedances were high out of range measuring greater or equal to 125 ohms. Ts discussed troubleshooting options with the hcp. At this time, the rv lead remains in service. No adverse patient effects were reported.